Event description:
A consumer reported via (B)(4) that following bilateral intraocular lens (iol) implant procedures, he has developed a line from the lower left to upper right and the upper left to the lower right to form an "x" when looking at lights, which is worse at night. In a f/u, the consumer reported that this "x" when looking at lights is impairing his night driving. There are two reports for this event. This is for the left eye.

Manufacturer narrative:
Eval summary: the prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod me release criteria. The prod investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was not rec'd. (Visual disturbances); (no known device problem); [(iol(intraocular lens) implant)]. This report was mailed to FDA on: 03/09/2015. (B)(4).